Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The root cause could not be determined conclusively. No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
A center manager reported a patient with transient light sensitivity syndrome in the left eye eleven days post lasik procedure. The patient noted the left eye was very sensitive to light and irritated. Topical steroid dosage was increased. Upon follow up, the patient stated they still had occasional light sensitivity in the mornings and evenings. The patient was released from care.